Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2022, it was found that the air/water nozzle was clogged with the foreign material due to insufficient cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to improper or inadequate reprocessing methods or handling, but the exact cause could not be conclusively determined. No more information can be provided at this time. If additional information is received, this report will be supplemented.